Event description:
The device was sent to service _ repair due to being non-functional.

Manufacturer narrative:
Conclusion: according to the information received, the user reported no function of the rondo 3 audio processor. During the repair process, a leaking battery was detected. Due to the destroyed device housing, it can be assumed that the damage to the rechargeable battery inside is caused by strong mechanical stress. There has been no report of patient injury from contact with leaking electrolyte. This is a final report.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device was sent to service _ repair due to being non-functional.